Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the issue occurred, however stated that she obtained results of ¿242, 323 and 338 mg/dl¿ on the subject meter, which she felt were inaccurately high in comparison to results of ¿204, 286 and 308 mg/dl¿ obtained on a hospital meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient does not take any medications to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the issue occurred she developed a symptom of ¿no control of hands or feet¿ which she associated with low blood sugar and stated that ¿one week¿ prior to contacting lfs she visited the emergency room, where she was treated with soda. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.